Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on surgical intervention performed due to an occlusion found after zilver ptx implantation. On (B)(6) 2018 (342 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 3. The study lesion status was patent and the patient was still taking aspirin and clopidogrel.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). (B)(4). Importer site establishment registration number: (B)(4). Problem statement: "on (B)(6) 2017 during the index procedure the patient received one zilver© ptx© stents. The study lesion was in the right proximal sfa (superficial femoral artery). The lesion status was restenotic and there was no calcification but an angiographically evident thrombus observed pre-procedure. The inflow tract was 50-99% stenosed and there were three runoff vessels. The lesion length was 50 mm and the proximal and distal rvd (reference vessel diameter) were both 5.00 mm. The percentage diameter stenosis in study lesion was 100 %. The percent diameter stenosis in study lesion following pre-stent treatment was 50 %. There were no difficulties using stent or delivery system and the physician was satisfied with the quality and performance of the device. On (B)(6) 2017 (220 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 0. An angiography showed the study lesion status was occluded which resulted in a secondary intervention. The occlusion was considered both related to device and procedure. The patient was still taking aspirin and clopidogrel. On (B)(6) 2017 (273 days post-procedure), the secondary intervention was performed. The location was study lesion and distal to study lesion. The treatment was angioplasty. The occlusion led to serious deterioration in health that resulted in hospitalization. On (B)(6) 2018 (342 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 3. The study lesion status was patent and the patient was still taking aspirin and clopidogrel." Device evaluation: the zisv6-35-125-6.0-60-ptx device involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to request images of the procedure. The investigation will be updated once the images are provided and reviewed. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. From the information provided, it is known that the patient had risk factors for restenosis, including prior smoking and prior history of coronary artery disease. However, as the device is not available, the images have not yet been provided and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product instruction for use, restenosis of the stented artery is listed under potential adverse effects. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk will be assessed for this complaint once the images are returned and evaluated. When the risk has been assessed the investigation will be updated with the risk details. According to the initial reporter, the patient required hospitalisation and treatment with an angioplasty as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation results initial MDR submitted based on surgical intervention performed due to an occlusion found after zilver ptx implantation. On (B)(6) 2018 (342 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 3. The study lesion status was patent and the patient was still taking aspirin and clopidogrel.

Event description:
This follow up report is being submitted to update the investigation results. Initial MDR submitted based on surgical intervention performed due to an occlusion found after zilver ptx implantation. On (B)(6) 2018 (342 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 3. The study lesion status was patent and the patient was still taking aspirin and clopidogrel.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Images: the customer was contacted to request images of the procedure. However, images are not available. Summary: there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient required hospitalisation and treatment with an angioplasty as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information received. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to update the investigation results initial MDR submitted based on surgical intervention performed due to an occlusion found after zilver ptx implantation. On (B)(6) 2018 (342 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 3. The study lesion status was patent and the patient was still taking aspirin and clopidogrel.

Event description:
This follow up report is being submitted as a cancellation report as the physician provided the update that the occlusion was not related to device. On (B)(6) 2018 (342 days post-procedure), the follow-up clinical assessment revealed a study leg rutherford classification of 3. The study lesion status was patent and the patient was still taking aspirin and clopidogrel. Physician has now changed the information. The occlusion is no longer related to either device nor procedure. The location of the occlusion is proximal to the stent and distal to the stent and not within the stent. This is why it's assessed as not related.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information received- physician has confirmed that the occlusion was unrelated to the device. Physician has now changed the information. The occlusion is no longer related to either device nor procedure. The location of the occlusion is proximal to the stent and distal to the stent and not within the stent. This is why it's assessed as not related.